Event description:
The customer reported centralink patient reports may have been reported with an incorrect comment that may lead to misinterpretation of patient results. The customer stated that the indices are known globally as hil in that order (haemolysis, icteric, lipaemia) and the error codes from the customer's dimension vista instrument are hli (haemolysis, lipaemia, icteric). The customer also reported that the "e" flags are those generated by the dimension vista system. However, the "e" flag for icteric results was not e112 and should have been e113. The "e" flag for lipaemic results was not e113 and should have been e112. Consequently, there is a possibility that comments associated with icteric and lipaemic samples may have been released incorrectly. There were no reports of adverse health consequences or known patient intervention due to the e flag configuration and hil, hli indices configuration on centralink.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarters support center (hsc) specialist evaluated the instrument data. The hsc determined that the centralink indices are printed and displayed in the universal order but the e-codes are not e111, e113 and e112. The e code for l (lipemia) was originally e191 as used on dimension systems. E191 is a generic hil flag used by the dimension rxl. Siemens removed the centralink e191 flag and replaced it with e112. The cause of the e flag configuration and hil, hli indices leading to misinterpretation of patient results is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.